Manufacturer narrative:
The device was returned to zoll medical and the reported malfunction was observed during testing. However, the reported problem could not be duplicated. The device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction. The device passed all final testing and was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device's pacer test failed. Complainant indicated that there was no patient involvement in the reported malfunction.